Manufacturer narrative:
A steris service technician arrived onsite and found the front latches on the transfer carriage to be bent. The technician stated that the front latches were bent due to user facility personnel not properly aligning the transfer carriage in the sterilizer. As the front latches were bent, the transfer carriage was unable to properly engage to the sterilizer subsequently causing the reported event to occur. Steris discussed the reported event with user facility personnel and the importance of properly aligning the transfer carriage within the sterilizer. The transfer carriage is not under a steris service contract and is serviced and maintained by the user facility. The transfer carriage has been removed from service and is pending repairs. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that their atlas transfer carriage did not stay engaged within the sterilizer and subsequently contacted an employee. The employee obtained a burn and applied a band-aid.

Manufacturer narrative:
In lieu of repairs, the user facility has purchased a new transfer carriage. No additional issues have been reported.